Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reported photosensitivity and commented that she was "sensitive" to acrylic. In a follow-up, the surgeon reports that the patient was photosensitive to the implant surgery. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/30/2008 and 06/13/2008 by fax, mail and phone. A completed questionnaire was received. This report was mailed to FDA on: 06/26/2008.